Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, missing reservoir tube lip o-ring, and broken reservoir tube lip.

Event description:
The customer reported that an o ring came out of the insulin pump. The customer stated she woke up with a blood glucose of 198 mg/dl, which was not normal for her, and she wanted to know if this was related. The customer stated she put in the reservoir that morning and noticed the seal was not tight. She also stated there was a crack on the pump as well. The customer was not sure how either the o ring coming out nor the crack occurred. She was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.